Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacturer's database noted the patient died four months post implant of the implantable cardiac defibrillator. The patient was last seen one month prior to the day of death in the cardiology clinic. An echocardiogram was performed that day which revealed a large right atrium with high pressures, an ejection fraction of thirty five percent, and an atrial lead in a high position. The patient had no complaints and had been feeling good. The physician chose not to take the patient back to surgery and risk the complications of an additional surgery. Cause of death was requested and not received.